Event description:
It was reported that the patient medical assistance for an irritation and hyperglycemia. Symptoms reported include hyperglycemia, an abscess, swelling and pain at the infusion site. The patient was given an IV and told to go home and take tylenol.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.